Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on an alternate analyzer and a lower result was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated troponin I result is sample integrity. The dimension ctni IFU states: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.